Event description:
It was reported that intermittent undersensing leading to delay in vf therapy was observed. No patient symptoms were reported. Programming changes were recommended.

Manufacturer narrative:
(B)(4).